Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: epicardial pacing outcomes in infants with heart block: lead and device complications from a multicenter experience. Heart rhythm 2024. 1¿11. Doi: 10.1016/j.hrthm.2024.07.014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding epicardial pacing outcomes in infants with heart block. The authors described patient deaths; the causes of death were cardiopulmonary failure, multiorgan failure, pacing induced cardiomyopathy which progressed to cardiopulmonary, bacteremic sepsis related to a pocket infection, stroke, necrotizing enterocolitis, or other unknown causes. There were patients who experienced pocket infections which required intravenous antibiotics or surgical exploration or revision, or coronary artery compression by an epicardial lead confirmed on angiography. There were leads which exhibited exit block which required reprogramming, conductor fractures or insulation breaches which required revisions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.